Event description:
It was reported that during nepho-ureteral stent placement, flexible ureteroscopy, and stone removal procedures in 2008, the basket broke while the doctor was attempting to remove a 3mm right partial staghorn distal renal calculus. The basket portion was left in the ureter and retrieved using a reusable, flexible, alligator grasper. Nothing was left in the pt and the pt was described as doing fine.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Sample was received. Under 30x magnification, it was noted that both twisted pairs of the drive rods had the black shrink tubing sheath displaced from the original position. The shrink tubing was approximately 4mm from the end of the twisted pairs (on each side). The wires (twisted pairs) unraveled on one side of the basket, the curling of the nitinol wire and the ductile failure of both wires are all evidence that the basket failed under excessive stress. The section of nitinol wire on one side proximal to the break was stretch down to 0.0045 inches and appeared wavy. This is additional evidence that the basket was over stretched. It was also noted that the sheath was unusually bent approximately 8 inches from the handle. The instructions for use states under the warnings section that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. Under the caution section, it states that objects that are too large to be recovered through the sheath or through the scope channel will require the scope, and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of the resistance, as continued resistance may damage the device and could result in pt injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket.